Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.6cm was returned for analysis. External insulation abrasion was noted at 19.1-19.5cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was intact at this location.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Noise could not be reproduced with manipulation. Lead and device were explanted and replaced. The patient was in good condition.